Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient transitioned from continuous deep brain stimulation (dbs) to adbs on (B)(6) 2026, an unanticipated one year longevity drop after two weeks post adbs dual threshold activation was observed. At time of activation the battery longevity was 5 years 6 months. Device interrogations were performed on (B)(6) 2026, showing battery longevity at 4 years 9 months. No patient complications have been reported as a result of this event.